Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with debris on the lens. Visual inspection found the haptic torn and debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -07.00 diopter, implantable collamer lens, into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was removed and exchanged with same length lower power (-06.50 diopter) lens due to "patient felt visual acuity was too good." This resolved the problem. Cause of the event is reported as unknown.